Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported the patient was having ambulation difficulties: patient was losing feeling/sensation in their legs and was losing movement after implant earlier that day. An MRI was ordered and found an epidural hematoma at the lead site. The entire system was removed, and the leads discarded. The patient was hospitalized in the ICU after the devices were removed. It was reported the issue was resolved, but the outcome was nerve damage. The rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial#(B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 31-jan-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.